Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73e1800484 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while loading the clips on the applier, each of the 6 clips broke.